Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, no nonconformance were found related to this complaint. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air/water cylinder, channel, jet channel had white foreign material, additionally the air/water function was no working properly due to the presence of white foreign material. There was no patient involvement.